Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of having low and high blood glucose of 400 mg/dl from playing tennis and had questions about it. Customer discussed settings which caused blood glucose to go high or low. Customer declined troubleshooting and was advised to speak with healthcare professional or representative in the area.